Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 (based on the 3-digit lot number provided, the manufacturing date of the device was in the month of (B)(6) 2024 but a specific date could not be identified) and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is likely that the grasping section was closed without grasping anything while the output was activated in seal & cut mode (including after tissue resection). This may have caused the tissue pad to wear out and peel off partially, which resulted in the malfunction. The event can be detected and prevented by following the instructions for use which state: drawing number and revision number of IFU: (B)(4). ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the front actuated grip had the tissue pad peeling off. There were no reports of patient harm.